Manufacturer narrative:
(B)(4). Date sent: 10/07/2020 additional information received: please see attached medical records.

Manufacturer narrative:
(B)(4). Date sent: 10/07/2020 additional information received: please see attached medical records.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Why did the patient have to return to the hospital for a different procedure? What was the different procedure the patient returned for? Did the patient present with symptoms of leak? If so, please describe. What was the anatomical location of the leak? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? Does the surgeon believe the device caused or contributed to the leak? If so, why? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported by the customer that the doctor performed a low anterior sigmoid resection on a patient on (B)(6) 2019 and a cdh29a was used to create the anastomosis. The patient had returned to the hospital for a different procedure and an anastomotic leak was discovered, resulting in a colostomy bag placement.